Event description:
The customer's parent called and the customer reported via phone call that the insulin pump was shutting off and there were battery failure alarms received. The customer also received a motor error alarm during priming. Customer's blood glucose was 134 mg/dl. Troubleshooting was performed. There were no significant events recalled leading to the motor error and the device was not exposed to a strong magnetic field. Troubleshooting could not be completed as the insulin pump kept turning off. In the insulin pump alarm history, the motor error alarm was received on may 14, 2015. Bad battery and no delivery alarms were received on (B)(6) 2015. The customer was advised the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.